Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-13763, 1627487-2022-02152 and 1627487-2022-02153. It was reported the patient had lost therapy after a few days of stretching. High impedances were noted on one lead, and x-ray revealed the lead and anchor were fractured. It was also reported the patient's other lead migrated. As a result, the patient underwent surgical intervention during which both leads and anchors were explanted and replaced. Coverage was established post-operatively. It is unknown which lead fractured and which lead migrated therefore both are being reported as fracture and migration.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.